Manufacturer narrative:
In addition to the device listed in this report, this patient received treatment with product number 82021 (product description: idrt-ts (intl) single 2x2) product lot number: 105c00205502. The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted the patient was enrolled in a clinical study in (B)(6) titled: "evaluation of integra artificial dermis for the treatment of leg ulcers. The patient underwent implantation of idrton (B)(6) 2011 for a chronic wound from 2010 'with traumatic cause' (bacteriologic sample was (B)(6) on (B)(6) 2011). On (B)(6) 2012 the patient developed an infection and lysis of the graft with a cutaneous rash. On (B)(6) 2012 the patient received 'wound care' and was hospitalized from (B)(6) 2012 and received antibiotic treatment (due to bone impairment)."